Event description:
Two shutdowns occurred during markers registration. The first occurred as the resident was moving the pointer probe to the third fiducial. It appeared that the resident was applying excess force to the arm without stepping on the vigilance device. The second occurred due to collision with the leksell frame while the arm was in cooperative mode. The user lost control of the pointer probe during fast movement and hit the frame.the third shutdown was a "rosannabrain.exe has stopped working" after loading and merging a new study.

Manufacturer narrative:
It was reported that 3 shutdowns of the device occurred due to over force applied on the robot arm, collision with the mayfield head holder and rosanna failure. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs and IFU review determined that the first two shutdowns were due to use error. For the third shutdown the root cause cannot be determined.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Two shutdowns occurred during markers registration. The first occurred as the resident was moving the pointer probe to the third fiducial. It appeared that the resident was applying excess force to the arm without stepping on the vigilance device. The second occurred due to collision with the leksell frame while the arm was in cooperative mode. The user lost control of the pointer probe during fast movement and hit the frame. The third shutdown was a "rosannabrain.exe has stopped working" after loading and merging a new study.